Event description:
The customer reported that there alarm settings were changed. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to troubleshoot the issue. The fse checked the equipment and took the alarm notifications and gave them to the biomed. The system meets the specification for the performed service and is returned to use.

Event description:
The customer reported that there alarm settings were changed. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.